Event description:
A report was received that the patient had an infection at the trial lead insertion site. The patient was given medication and the patient is recovering. The event was assessed as being related to procedure and unrelated to device or stimulation.

Manufacturer narrative:
Additional information was received that the patient's trial procedure successfully ended on (B)(6) 2017. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the trial lead insertion site. The patient was given medication and the patient is recovering. The event was assessed as being related to procedure and unrelated to device or stimulation.